Event description:
Patient states that the electrode burned her skin.

Manufacturer narrative:
Device will be returned to the manufacturer for further investigation on 06/24/2010. Preliminary tests were completed with the device passing. Associated accessory device: act monitor, model# com001, (B)(4).